Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not being detected on the communication bus, failed to recognize the pockets in the drawers. A field service engineer replaced the comm sled and drawer communication bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer failed. Efforts to recover the drawer were unsuccessful, resulting in continued failure. The customer stated that there was a delay in dispensing medication, but no patient harm reported. There were no adverse events or injuries reported based on this event.